Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported in is not marketed in USA, but devices with similar characteristics are marketed in USA (i.e. Mmc cup), and therefore this report was filed. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. However, additional information has been requested and is not currently available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a journal article that between july 1989 and june 2007, a total of 176 müller straight stem primary tha were performed. Three patients were implanted with muller cup - stem on an unknown date and experienced superficial infection. No information on revision surgery. (Journal article: cemented müller straight stem total hip replacement: 18 year survival, clinical and radiological outcomes - vasileios s nikolaou, demetrios korres, stergios lallos, andreas mavrogenis, ioannis lazarettos, ioannis sourlas, nicolas efstathopoulos)

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis, it is required to have all necessary information at hand, it was therefor tried to receive more information for this case. Trend analysis: was not possible to perform, as no item number was available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: in a journal article "cemented müller straight stem total hip replacement: 18 year survival, clinical and radiological outcomes" it was reported, that three patients were implanted with a mueller stem and cup and experienced superficial wound infection. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation: no product documentation was reviewed for investigation root cause analysis: stem: root cause determination using the dfmea: septic loosening due to infection due to unsterile implant (failure of sterilization procedure). Possible: as the reference and lot numbers of the implants used are unknown, we can not review the sterilization protocols. However, zimmer biomet is following validated sterilization procedures which ensure sterile products. It is unknown, whether the surgeon was following the sterilization process as described in the IFU. Infection due to failure of sterilization process at supplier. Possible: as the reference and lot numbers of the implants used are unknown, we can not review the sterilization protocols. However, zimmer biomet is following validated sterilization procedures which ensure sterile products. Infection due to proposed resterilization procedure in IFU not effective. Not possible: adequate sterilization process is described in the IFU.(chapter "restirilization/sterilization"). Zimmer biomet is following validated sterilization procedures which ensure sterile products. Transmission of infectious agents, infection due to reuse of device which is only intended for single use. Possible: it can not be excluded that the device was reused. Cup: root cause determination using the dfmea: infection due to failure of packaging due to insufficient sterile barrier within sterility guarantee. Not possible: as zimmer biomet packaging specification certify the sufficiency of the sterile barrier. Infection due to failure of sterilization procedure due to supplier process leading to non-sterile implant. Possible: as the reference and lot numbers of the implants used are unknown, we can not review the sterilization protocols. However, zimmer biomet is following validated sterilization procedures which ensure sterile products. Infection due to resterilization of implant that is not allowed for resterilization. Possible: the IFU chapter "re-sterilization instructions" describes that re-sterilization of pe-implants are not allowed. However it is unknown, if the surgeon was following the instructions in the IFU. Therefore re-sterilization of a pe implant can not be excluded. Infection due to inadequate packaging leading to non-sterile implant. Not possible: the packaging specifications certify the suitability of the package. Infection due to failure of sterilization procedure due to design of the device. Not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration process, systematic assessment defined in complaint investigation process or in the current post market surveillance process. Transmission of infectious agents, infection due to reuse of the device which is only intended for single use. Possible: it can not be excluded that the device was reused. However the IFU states "do not reuse devices labeled for single use only." Sepsis due to use beyond expiry date. Possible: it can bot be excluded, that the surgeon implanted a device beyond its expiry date. However, the IFU for endoprosthesis states that wound infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Additionally, it is stated that "do not use the component if any seal or cavity is damaged, breached, or if the expiration date has been exceeded" and "if the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer." Implant not sterile due to damaged packaging due to inappropriate handling. Possible: a damage of the packaging due to inappropriate handling can not be excluded and is out of zimmer biomet control. However, the IFU for endoprosthesis states "do not use the component if any seal or cavity is damaged, breached, or if the expiration date has been exceeded" and "if the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer." Implant not sterile due to inadequate packaging / transportation (eg. Temperature, vibration, impact during transport or storage). Possible: improper transportation, storage and handling of the component could have compromised the sterilization of the products. However, transport, storage and handling of the components is outside of zimmer biomet control. The IFU for endoprosthesis states that "do not use the component if any seal or cavity is damaged, breached, or if the expiration date has been exceeded". Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or identification numbers of the implants were received; therefore, the sterilization protocol of the individual implants can not be reviewed. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).